Event description:
Healthcare professional (hcp) of the home pt (hp) reported the hp expired while using the homechoice cycler for apd therapy. The hcp related that the hp's spouse reported there were no difficulties during apd therapy; the hp was sleeping after the start of apd therapy and there were no system alarms. At approx 3:30am, the hp's spouse reportedly went to say goodnight to the hp and found hp had expired. The hcp related that the hp's spouse notified the dialysis facility later that morning and disconnected the hp from the homechoice system. Follow-up with the dialysis facility indicated that an autopsy was anticipated, however, results have not yet been received. Healthcare professional (hcp) has indicated the hp had a heart block, pacemaker and is in need of a heart transplant but has an ejection fraction of 10-15%.